Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient was to have spine surgery. The patient had latex/natural rubber precautions related to spinal bifida. Prior to bringing the patient into the operating room, products that contained latex for patient care were replaced with latex free options. Immediately after applying four inch positioning tape to the patient's leg for traction, the patient's vital signs desaturated. Anesthesia was called immediately to the operating room and the patient was stabilized. The surgical procedure was cancelled. Later in the day the surgeon and staff learned that the four inch positioning tape used is composed of latex and natural rubber. However, the tape is removed from the outer packaging and placed on an exchange cart and the label nor the roll states latex, only the outer box from purchasing states latex.